Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The diffuse target lesion was located in an unspecified vessel. A 3.00 mm x 38 mm promus element plus stent was advanced but was unable to cross the lesion. Utilization of an unspecified guiding catheter as a "back up" to solve the issue was not enough. When this device was attempted to be removed, resistance and difficulty withdrawing the catheter were encountered. It was noticed that the proximal portion of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).